Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir lip was broken and o ring lip was missing on the reservoir compartment. The customer¿s blood glucose level was 256 mg/dl and customer declined troubleshoot for that. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, broken belt clip slot, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.